Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.